Event description:
Complainant indicated the pump over-delivered and is giving 25 ml of continuous bolus of tube feeding.

Manufacturer narrative:
Over delivery is potentially associated with a flush cycle malfunction. Abbott nutrition standard procedure includes attempting to obtain all required information from the source.